Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge decreased to a fill estimate of 0 units after the second day of use; however, the contact suspects there was over 150 units of insulin remaining in the cartridge. Blood glucose level was 200 mg/dl. Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate.